Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second or third inflation. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic distal left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with another quantum maverick balloon and the deployment and post dilation of a stent. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.